Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture break was not confirmed as all components were not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, there was no flow coming from the marker lumen of the first proglide device. An attempt was made with a second proglide device; however, a suture break was noted when attempting to harvest the suture. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. One proglide device was successfully used in the left common femoral artery (lcfa). The sheath was upsized to an 18f. The aaa procedure was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.